Manufacturer narrative:
Unit failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarms confirm in the alarm history file. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have received a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer was advised that insulin pump would need to be replaced.